Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The healthcare provider reported that the patient had their implantable neurostimulator (ins) implanted in 2005. The patient had an allergic reaction and the system was removed. It was noted that the patient's back "blow out" due to the allergic reaction. The patient wanted another system implanted and wanted to know the materials that the device was made out of. Additional information was requested but the healthcare provider declined to provide it. The issues were resolved at the time of the report.